Event description:
The patient experienced right heart failure during hosptializtion. On (B)(6) 2020, the patient was weaned off of dopamine. During admission the patient was transfused with multiple units of packed red blood cells (prbcs). The source of bleeding was unknown. The account reported hemoglobin and hematocrit remained low during entire admission. The patient was started on IV (intravenous) iron therapy due to severe iron deficieny anemia. No further information was reported.

Event description:
The patient's PICC line was removed. The site detailed the patient would be treated with IV antibiotics for 2 weeks. No further information was reported.

Manufacturer narrative:
Section d4: additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 lvas instructions for use (IFU) lists right heart failure, respiratory failure, bleeding, and localized, driveline, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: corrected information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on dopamine for inotropic support due to heart failure. During admission a infection was noted. The original source of psa bacteremia is unknown. Abdominal imaging was unremarkable. The site detailed the infection is possibly related to gu source. Treatment for the event included a 2 week course of antibiotic therapy. The patient was transferred to ICU on (B)(6) 2019. CT scan noted a pleural hematoma and multifocal infection. The patient was extubated on (B)(6) 2020. No further information was reported.